Event description:
The customer stated that he was taken by ambulance to the hospital due to hypoglycemia. The customer's blood glucose reading at the time of the report was 315 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.